Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused and the flow rate was slow. This occurred during patient infusion. The expected infusion time was 46 hours; however, the actual infusion time was 70 hours. The device was filled with 54ml 5-fluorouracil (5fu) in 46ml saline having a total volume of 100ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation without containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the flow rates were found to be within the product specification range. The infusor unit was determined to be a conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.